Event description:
There was no patient involved in this event. The device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found failure of capacitor c9 within the device. Excess current drain of capacitor c9 had caused premature depletion of the pad-pak resulting in the low battery warning detailed within the report. The device failed to power off intermittently during the report. This is a further symptom of a c9 failure.